Manufacturer narrative:
Correction: this supplemental is to update previously reported with date right atrial lead was capped and replaced.

Event description:
New information received notes that x-ray imaging revealed abrasion on the lead. On (B)(6) 2017 the lead was capped and replaced successfully. The patient¿s condition before, during and post procedure was stable.

Event description:
It was reported that the asymptomatic patient presented to the clinic with complaints of unrelated chest pain. Upon interrogation, it was observed that the right atrial lead exhibited low impedance and oversensing. The patient was scheduled for lead replacement in the future. The lead was placed in inactive mode. The patient¿s condition was stable.